Manufacturer narrative:
A mistake was identified on (B)(6) 2019, the incorrect g4 was submitted in both the initial and follow-up-01 reports. The correct g4 awareness date should be 11/12/2019. This submission is being sent to correct this error. There are no further changes, corrections or updates.

Manufacturer narrative:
Correction/removal number: 3002809144-09/18/19-008-c. Further investigation into this issue found that results could have been impacted by a deficiency of the alinity ci bulk solution level sensor, where a crack could have developed from environmental stress. A product correction letter has been issued to all worldwide customers with installed alinity I processing module and/or alinity c processing module. The letter informs the customer that the newly released bulk solution level sensor (04s68-03) will no longer be available in q4 2019 and to continue to use the bulk solution level sensor (04s68-02) with the following instructions: inspect the part for cracks prior to installation. Continue to follow the weekly maintenance procedure after installation. The letter also provides troubleshooting actions that should be taken if any of the error codes associated with a cracked alinity ci-series level sensor were received.

Event description:
The customer observed error code 1402 unable to process test. Activated read failure on the alinity I processing module. (Error code confirmed using internal data). After inspection of the instrument, the customer noted a crack on the level sensor, which was replaced and since then no further errors were generated on the instrument. There was no reported impact to patient management.

Manufacturer narrative:
This follow up MDR is being submitted to correct section g4: date received by manufacturer from 10/28/2019 to 11/12/2019.